Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the nurse said the patient's heart rate went 40ppm when she stood up and they had a "funny looking EKG". The medtronic representative said the "funny looking EKG" was atrial capture management running. There was a lead polarity switch on the ventricular lead and output was at 5v @1ms. He programmed back to bipolar and the threshold was 1.25v; impedance was in the 400's and r waves were 8-11mv. The rep turned off search av, and vcm. The patient was again getting a heart rate in the 40's when she stood up. The rep spoke with the physician who said the x-ray looked normal. The rep said he interrogated the pacemaker and the ventricular lead impedance was >9,999 ohms. The physician opened up the pocket and tugged on the ventricular lead. The lead came right out of the header. The set screw was not tightened down. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.